Event description:
A caller reported damage to a tandem charging cable, and the charging supplies were not functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the damaged charging supplies to be replaced via two-day shipping, and the caller has an alternate method for managing insulin delivery if the pump battery depletes before the new supplies arrive.